Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use the cannula broke off in the leg of the pt. At time of report, no medical intervention was taken, nor was there a surgical plan in place to remove the piece of cannula. No permanent adverse effects were reported.